Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause was an instrument became unintentionally welded to the tip of a scope during a procedure. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device had burning of the tip metal part that was observed where the forceps stand was burnt. There was no patient involvement.